Event description:
On may 17, 2011, the lay-user/patient contacted lifescan (B)(4) alleging that a one touch verio meter read inaccurately high compared to lab. The patient reported blood glucose results of '7.2 and 6.2 mmol/l' with a lifescan meter and '4.7 and 5.7 mmol/l' on a laboratory device, performed within 10 minutes of each other. At this time, it is unknown if there was any intervention between the tests that would be expected to change the blood glucose. Based on statistical methodology, the calculated differences of some of the glucose results exceed lifescan's criteria for accuracy. The patient did not allege any harm or injury because of the reported issue. The meter involved with this complaint has been returned and evaluated by lifescan product analysis on 6/13/2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, the subject test strips have not been returned to lifescan for evaluation. Based on the information provided, this complaint is being reported due to the following conclusion: the patient performed a meter-to-lab comparison where the calculated differences of some of the reported results exceed lifescan's criteria for accuracy testing. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
PMA: 510 (k) # is k093745.